Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed an error message (sf180) related to a battery charger fault. The internal battery and main circuit board were replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported sf180 was due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery and had power issues. During evaluation, the main circuit board had a leaky super capacitor. There was no patient harm or serious injury reported as a result of this incident.